Manufacturer narrative:
E3: occupation: cath lab manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal footplate did not exit the sheath. Normal deployment steps were followed when inserting the angio-seal device. The device did lock into place however when sheath was on pull out everything came out with sheath. Immediately after manual pressure was applied to the access point. No hematoma was reported post procedure. The staff cut open the sheath on the scrub table to find the anchor plate inside still attached to the suture. The procedure for patient was left heart catheterization angiogram. The estimated blood loss was less than 250cc. There was no patient injury. A 6fr. Procedural sheath was used.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned sample included the poly-foil pouch, carrier tube, hemostasis sheath and arteriotomy locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and carrier tube were returned fully mated. The device was returned in rear lock position. The internal components were found to be exposed at the distal tip of the assembly. The sheath was found to be cut open, exposing the shaft of the carrier tube such that they were no longer coaxial. At the cut location, damage to both the sheath and carrier tube were found. Functional testing could not be performed due to the condition the sample was returned in. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).